Event description:
It was reported that the customer had error alarm during displacement. The customer's blood glucose level was 50 mg/dl. Customer states they treated for the low blood glucose with food and is unable to do a set rewind. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. The insulin pump passed rewind and displacement test. No rewind anomaly noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.